Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Method - the programmer files were reviewed. (B)(4).

Event description:
Reportedly, during follow-up performed on (B)(6) 2013, noise episodes in the atrial channel were identified in device memories.